Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative (rep) regarding the patient. It was reported that the cause of the shocking and elective replacement indicator (eri) had not been determined. The rep instructed the emergency room (ER) nurse on how to ensure the device was off. It was noted that the rep received the initial call around 2am cst and called to follow-up at 6am cst. The rep reported that the patient had left the ER before being officially discharged, so the patient¿s current status was unknown. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome. It was reported that the ins was electrocuting the patient and they had to go to the emergency room. It was reported that there was a message on the programmer that said ¿go to the emergency room.¿ it was reported that the ins had to be turned off the stop the electrocuting. It was reported that the programmer message was eri. It was noted that the patient claimed the ins would turn back on without being activated. No further complications were anticipated.